Manufacturer narrative:
The biomedical engineer reported that when they go the to full disclosure historical data screen on the central nurse's station (cns), this causes the patients displayed in the window above the full disclosure to go into communication loss. The unit was rebooted and the issue has not happened since. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that when they go the to full disclosure historical data screen on the central nurse's station (cns), this causes the patients displayed in the window above the full disclosure to go into communication loss. The unit was rebooted and the issue has not happened since. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer called regarding telemetry packs, they were unable to pull patients demographic through, however vitals were still present for both tele devices. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue cannot be determined as there was not enough information provided at the time of resolution. Due to the age of this complaint, no additional information can be obtained from the customer. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The overall risk rating is determined to be high. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b d10 f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer reported that when they go the to full disclosure historical data screen on the central nurse's station (cns), this causes the patients displayed in the window above the full disclosure to go into communication loss. The unit was rebooted and the issue has not happened since. No patient harm reported.

Event description:
The biomedical engineer reported that when they go the to full disclosure historical data screen on the central nurse's station (cns), this causes the patients displayed in the window above the full disclosure to go into communication loss. The unit was rebooted and the issue has not happened since. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that a central nurse's station (cns: pu-621ra) was experiencing comm loss during full disclosure. Exiting out of the full disclosure resolved the issue. The customer did not have any further information to provide. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue cannot be determined as there was not enough information provided at the time of resolution. Due to the age of this complaint, no additional information can be obtained from the customer, therefore, this complaint can be closed. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The overall risk rating is determined to be high. Corrected information: h10 additional narrative/data: corrected the "details of complaint" and "investigation summary" sections.